Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2026. During the procedure, the device was opened after a gastric polyp was removed so the physician could place a clip for bleeding prevention. The device initially opened without any issues. When the clip was deployed, it did not detach from the catheter. The nurse contacted support for assistance. She confirmed that the scope was not retroflexed. She was instructed to straighten the scope as much as possible and repeatedly open and close the deployment handle. After several minutes, the clip released from the catheter and remained properly positioned at the polypectomy site. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.